Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 286319) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable master lot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
Na.

Event description:
The customer stated that they received questionable results for two patients tested with coaguchek xs plus meter serial number (B)(4). Of the two patients, one had an erroneous result. The specific date of the event was asked for, but not provided. A sample from the patient was tested on the meter, resulting as 3.2 inr. Within 15 minutes, a sample from the patient was tested using the dade innovin laboratory method, resulting as 2.44 inr. No adverse events were alleged to have occurred with the patient. The customer was asked, but could not provide any patient history details, including the therapeutic range of the patient. The customer did not know if quality controls were tested on the meter. The customer's product was requested for investigation. Relevant retention test strips (lot 286319) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.